Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 144 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.